Event description:
Clinical rationale: an impella 5.5 device was inserted surgically into the right aorta in a 12-year-old female patient presenting in cardiomyopathy, in scai stage c shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), a leak was noted to the purge sidearm. The purge concentration was changed to d10. The purge tubing was changed and all the connections were checked. Due to the patient's size, anatomy, and friable tissue, the physician attempted an off-label mechanism to fix the purge leak, which resolved the issue. One week later, the patient was brought back to the cath lab for catheter repositioning. During that process, the sterile sleeve ripped. A few weeks later, the patient developed bloody emesis and complained of back pain. The patient was intubated and a mass transfusion was administered. An echocardiogram showed the impella in proper position. A computed tomography (CT) scan showed a pseudoaneurysm on the left pulmonary artery. The patient was taken back to the cath lab, and the pseudoaneurysm was embolized. Bivalirudin was started in the morning. The patient developed a fever, which resolved with tylenol. Blood cultures were drawn, and antibiotics were started proactively. A month after impella insertion, the device was removed with a bridge to a heart transplant. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.9l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Risk of infection often correlates with the patient's underlying critical clinical condition, duration of support, other potential sources including peripherally inserted catheter lines, multiple cannulation sites, or the device itself.

Manufacturer narrative:
B5 narrative was updated. Section d catalog number was corrected. H6 codes were updated. Health effect - clinical code e1906 is no longer applicable to this record. E1906 and f01 is no longer applicable to this record.

Event description:
The us complainant had placed a 5.5 pump for a pediatric patient admitted in with a known congenital heart history. The pump had malfunctions of purge leak associated with a sleeve tear. As a result, the pump was repositioned. The patient also suffered a major bleed. There was bloody stool, hematemesis, and an aneurysm. The aneurysm was emobilized, heparin was withheld, and mass transfusion protocol was called. Afterwards, the patient was febrile. The patient remains on impella support.

Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned. The cause of the purge leak from the filter was not determined due to no product returned and insufficient clinical details. The cause of the sterile sleeve ripping was not determined due to no product returned and insufficient clinical details. The cause of the device in wrong position was not determined due to no product returned and insufficient clinical details. The cause of the bleeding was not determined due to insufficient clinical details.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. B3: corrected date of event per new information. H6: added f12 and f19.